Event description:
Office reported that the left anchor broken off on silent nite sleep appliance popped off. It is unclear when the patient received the device, when the patient first used the device, or when the issue occurred. No injury was reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned for analysis, a non-visual investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to date therefore, an analysis of the physical product could not be performed. Root cause: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism, which could have caused the anchor to break. The manufacturer's internal reference number is: (B)(4). Additional information: d4: "model#" & "catalog#". G3: "date received by manufacturer". Corrections: b5: "describe event or problem". H6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Event description:
It was reported that the silent nite 3d upper left anchor had fractured off. No additional information was provided regarding when the fracture occurred, how the issue was discovered, or whether any patient symptoms or adverse effects were observed. The device status and availability for evaluation were not reported. Multiple attempts to obtain further details have been unsuccessful.